Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. Sections could not be completed with the limited information provided. The article was written by claus varnum, alma b pedersen, keijo makela, antti eskelinen, leif ivar havelin, ove furnes, johan karrholm, goran garellick, and soren overgaard. Product location unknown.

Event description:
Information was received based on review of a journal article titled, "increased risk of revision of cementless stemmed total hip arthroplasty with metal-on-metal bearings" which aimed to examine inferior medium-term survivorship for metal-on-metal (mom) total hip arthroplasty than for metal-on-polyethylene (mop), manufactured by biomet; and to investigate the revision risk of cementless stemmed total hip arthroplasty with mom and mop bearings and comparing mom total hip arthroplasty to each other. The study consisted of 32,678 patients implanted between january 1, 2002 through december 31, 2010 with cementless stemmed total hip arthroplasty with either mom bearings (11,567) or mop bearings (21,111). The patients were followed until revision, death, emigration or end of the study on december 31, 2011. The median follow-up time was of 3.6 years for mom bearings and 3.4 years for mop bearings and the median age for was 62 years for both mom and mop. 1, 236 revision procedures were performed due to aseptic loosening, dislocation, deep infection, pain and unknown reasons. The cumulative incidence of revision at eight (8) years of follow-up was 7% for mom and 5.1% for mop. At six (6) years of follow-up, the relative risk (rr) of revision for any reason was 1.5 for mom compared to mop. The rr of revision for any reason was higher for the asr (adjusted rr = 6.4, ci: 5.0-8.1), the conserve plus (adjusted rr = 1.7, ci: 1.1-2.5) and "other" acetabular components (adjusted rr = 2.4, ci: 1.5-3.9) than for mop tha at 6 years of follow-up. The revision procedures due to dislocation were lower for mom than for mop, but the rr of revision due to aseptic loosening and all other unknown reasons were higher for mom than mop. For patients with asr acetabular component, 75 patients underwent revision procedures due to aseptic loosening, 10 patients due to deep infection and 7 patients due to pain. In conclusion, a higher rr of revision for any reason at 6-year follow-up for mom than mop were found. After exclusion of the patients with asr acetabular components, the risk of revision was similar between the two groups. In mom, a higher risk of revision for femoral head sizes between 44 and 47mm than for 38-39mm. After exclusion of patients with asr acetabular component, the risk of revision was similar for different femoral head sizes in mom. It is recommended ldh mom bearings should not be used until further stuides with longer follow-up are preformed to identify the risk of complications.